Event description:
It was reported that the burr became stuck with the guidewire. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified artery. A 1.75mm rotapro and a rotawire drive were selected for use. During insertion, the rotaburr became stuck on the rotawire and could not be released from being stuck. The rotaburr was removed together with the rotawire from the body as one unit. The procedure was completed with another of the same device. There were no patient complications reported.